Event description:
It is reported that the patient was revised due to infection. Upon opening the surgical site, it was discovered that the hinge post extension had disengaged. Only the articular surface was revised.

Manufacturer narrative:
Surgical notes were requested, but not provided. A photograph of an x-ray was provided for review; image quality is poor. It is unknown if the knee components were implanted with proper alignment. In the surgical technique, it is stated that "if the hinge post assembly is not properly tightened, postoperative disassembly could potentially occur," and "freedom of the hinge post extension to rotate within the modular hinge may be compromised by binding between the threads of the hinge post and hinge post extension. This may occur when the tibial component is not aligned directly under the femoral component." Regarding the reported infection, the zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. Evaluation codes: the device history records were reviewed indicating the device was manufactured, inspected, and packaged to specifications.